Manufacturer narrative:
According to the information received from the field the device did not provide sufficient hearing benefit due to a incomplete insertion at implantation surgery. Reportedly only four electrode channels could be inserted. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found during device investigation are attributable to the removal surgery. This is a combined initial and final report.

Event description:
During the initial surgical procedure, the active electrode array couldn't be fully inserted into the user's cochlea due to anatomical issues. The clinic was only able to insert 4 channels which was confirmed by imaging. The clinic noticed multiple cholesteatomas and other ear diseases. The user did not follow the recommended clinical aftercare, recently presented at the clinic for explantation, having relied on hearing from the contralateral side and having never experienced any hearing perception post-surgery with the device.